Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he went to the emergency room due to high blood glucose of 400 mg/dl. Customer stated he became septic, his whole body shut down, and had a heart attack. Customer was hospitalized for two weeks. He disconnected from the device prior to emergency room visit. The device is not returning for analysis.